Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05feb2020.

Event description:
The customer reported that the ventilator produced abnormal whistling. The device was being used for treatment when the reported event occurred; however, there was no patient harm. The manufacturer's international service technician evaluated the device and confirmed the reported problem. The service technician replaced the patient circuit and the reported problem was resolved.